Event description:
On (B)(6) 2010, patient reported he woke up in the middle of the night to the infusion device "restarting" itself. Patient stated it was going through the start up function as it normally would when he would insert a battery. Patient reported it went through this and then went back to his normal basal rate. Patient stated he did not see any alarms or error messages at the time when the infusion device reset. Had patient go into the alarm history to see if anything was present at the time it happened. Patient reported an e8 (power interrupt) was at 7:45 pm on (B)(6) 2010. Patient stated this happened the night before and he was able to clear it on his own. Patient reported he changed the battery a few weeks ago. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.